Manufacturer narrative:
E1: patient city: (B)(6) patient country: austria. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in austria. It was reported that patient faced insulin accumulating under the skin event on (B)(6) 2026. The location of issue was abdomen. The patient was instructed to clean the site using a prep clean from small circles outward to larger circles to move dirt away from center. No further information available.